Event description:
Related manufacturer reference number: 3006705815-2023-04779. It was reported that the patient was admitted to the hospital as the leads had eroded through the skin and were exposed through a wound on the back. No accidents, falls, or weight fluctuations were reported. Surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.